Manufacturer narrative:
Brand name ; product ID 9735821r (lot: -); product type: 2543-mnav - system h3: the system was serviced in the field, and the camera was replaced. Codes b01, c08, d02 are applicable. H6: multiple fdd/annex a codes were reported. A1102 was coded for the localizer fault message. A05 was coded for the amber light. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the localizer showed faulted with an amber light. The medtronic representative (rep) said that they were going to use the camera off of another system, to resume the case. Technical services (ts) told him that they could swap camera carts, but the rep said that the camera cart was at a location where they couldn't wheel it over. There was no impact on patient outcome. Troubleshooting information was provided. Network device interface (ndi) toolbox confirmed that the issue was caused by an erroneous error.

Manufacturer narrative:
H3 - the camera 9735821 lot# p900412 was returned for evaluation. The returned camera has many scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to feb 2018 and intermittent illuminator current low dating back to mar 2018. There was a battery voltage low message along with bump detected and storage temperature exceeded. The camera failed an accuracy test (aak) at .305mm with a passing threshold of .250mm. Evaluation codes b01, c02, d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5: updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no reported delay to the procedure due to this issue.